Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a follow up, the patient presented with loss of lv capture after an ablation procedure was performed. On (B)(6) 2016, the lead was capped when attempting to remove and replace the lead was unsuccessful. New system was implanted. The patient was stable and developed no symptoms.